Event description:
Legal counsel for the patient alleges that patient underwent total right hip arthroplasty on (B)(6) 2007. Subsequently, patient was revised on (B)(6) 2009 due to acetabular loosening. Additional information provided in operative notes and a review of invoice history also indicates patient underwent a revision on (B)(6) 2009 due to acetabular loosening. This report is based on allegations set forth in plaintiff¿s complaint and the allegations contained therein are unverified.

Event description:
Legal counsel for the patient alleges that patient underwent total right hip arthroplasty on (B)(6) 2007. Subsequently, patient was revised on (B)(6) 2009 due to acetabular loosening. Additional information provided in operative notes and a review of invoice history also indicates patient underwent a revision on (B)(6) 2009 due to acetabular loosening. Additional information from legal counsel for patient reports patient allegations of negative effects to tissue, bones, muscles and ligaments. This report is based on allegations set forth in plaintiff's complaint and the allegations contained therein are unverified.

Event description:
Legal counsel for the patient alleges that patient underwent total right hip arthroplasty on (B)(6) 2007. Subsequently, patient was revised on (B)(6) 2009 allegedly due to acetabular loosening. Additional information provided in operative notes and a review of invoice history confirms the hip arthroplasty occurred on those dates. No further information has been provided to date. This report is based on allegations set forth in plaintiff's complaint and the allegations contained therein are unverified.

Manufacturer narrative:
This follow-up report is being filed to relay additional information, which was unknown at the time of the initial medwatch.

Event description:
Legal counsel for the patient alleges that patient underwent total right hip arthroplasty on (B)(6) 2007. Subsequently, patient was revised on (B)(6) 2009 due to acetabular loosening. Additional information provided in operative notes and a review of invoice history also indicates patient underwent a revision on (B)(6) 2009 due to acetabular loosening. Additional information from legal counsel for patient reports patient allegations of negative effects to tissue, bones, muscles and ligaments. This report is based on allegations set forth in plaintiff's complaint and the allegations contained therein are unverified. Additional information received in patient medical records revealed the (B)(6) 2009 revision was due to pain and acetabular loosening. The patient's operative report noted bone growth centrally on the medical aspect of the cup and inner table defect on the acetabulum. Additional information received in patient medical records revealed the (B)(6) 2009 revision was due to pain and a loose acetabular component. The patient's operative report noted scar tissue.

Manufacturer narrative:
This follow-up report is being filed to relay further patient information which was unknown at the time of the initial medwatch. This report is number 1 of 2 mdrs filed for the same patient (reference 1825034-2013-02217 & 1825034-2012-02225).

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number 4 states, "loosening or migration of the implants may occur due to loss of fixation, trauma, malalignment, bone resorption, excessive activity." This report is based on allegations set forth in plaintiff's complaint, and the allegations contained therein are unverified.

Manufacturer narrative:
This report is number 2 of 2 mdrs filed for the same patient (reference 1825034-2013-02217 & 1825034-2012-02225).